Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in a 31-year-old female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: depo-provera shot. Concurrent conditions included vaginal discharge since (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, psyllium hydrophilic mucilloid (metamucil), sumatriptan and vaccinium macrocarpon (cranberry). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 11 months 3 days after insertion of essure, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cyst, endometriosis, depression and anxiety outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a left sided essure placed due to possible tubal spasm versus a right sided proximal block. It was not possible to place a left sided essure. Impression/report/plan status post left tubal sterilization via essure device. She was sent over for consideration for right tubal sterilization by laparoscopy. The essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan 1. Patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus 2. Irregular menses with use of depo-provera shot, possibly related. 3. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: 1. Normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since (B)(6) 2016 2. Fatty infiltration medial segment left hepatic lobe 3. Abdomen pelvis CT otherwise negative on (B)(6) 2016, the ultrasound today does show some mildly increased size of the left ovarian cyst. It previously measured 4.4 x 3.6 x 3.9 cm on the ultrasound of (B)(6) 2016 and today it measures 5.4 x 4.8 x 4.3 cm. Since the patient has chronic pelvic pain as well as dysmenorrhea and deep dyspareunia, she wants to be considered for hysterectomy rather than the tubal sterilization. Impression/report/plan: mildly increased to a tender and painful left ovarian cyst which currently measures 5.4 x 4.8 x 4.3 cm. The ultrasound features that suggest either an endometrioma or possibly a hemorrhagic corpus luteum cyst. This cyst has now been present since (B)(6) 2012. Patient also suffer from dysmenorrhea and deep dyspareunia. On (B)(6) 2016, ultrasound: result: the uterus is in mid position measuring 9.2 x 5.9 x 4.7 cm. The endometrial thickness is 0.2 cm. The cervix appears normal. There is minimal fluid in the cui de sac. The right adnexa measures 2.7 x 1.2 x 1.1 cm. The left adnexa measures 5.4 x 4.3 x 4.8 cm. Impression: 1. There is a 5.4 x 4.8 x 4.3 cm left ovarian cyst with homogeneous low level echoes and no internal doppler flow suggestive of an endometrioma or possibly a hemorrhagic luteum cyst. This cyst has shown some mild increase in size of (B)(6) 2012 when it was said to measure 4.4 x 3.6 x 3.9 cm. 2. Additional transabdominal views show a left-sided essure device in the region of the proximal left fallopian tube/uterine junction. On (B)(6) 2017, impression/report/plan: patient desires sterility, as well as suffers from dysmenorrhea and chronic pelvic pain. The patient began experiencing this after was not essure procedure in (B)(6) 2016, at which time, the left tube was able to be cannulated and essure placed, however, she the right was not able to be cannulated. Patient now experiences some left discomfort, however, she also has cyst most consistent with endometriosis, an endometrioma on the left as well. Patient does experience significant pelvic pain and dysmenorrhea is refractory to the birth control pills. Discussed with patient that it may be less invasive to address the left ovarian cyst and remove the essure device, as this may address pain issues, however, she desires to proceed with hysterectomy on (B)(6) 2017, assessment: 1. Post op day one s/p lavh, b salpingectomy 2. Pain - encouraged ambulation to encourage bowel activity. Add acetaminophen. Ok to shower. Will order cbc 3. Dc when pain controlled. Gyn: scant vaginal discharge/spotting. Packing out this am; scant old blood. On the same day, clinic note: pain not controlled well impression/plan 1. Post op day # 0 lavh, bilateral salpingectomy, cystoscopy. 2. Hgb pending in am 3. Poor pain control, on (B)(6) 2017, discharge summary admission: (B)(6) 2017 discharge diagnoses: status post laparoscopic assisted vaginal hysterectomy and cystoscopy; endometriosis on (B)(6) 2016 hysterosalpingogram (hsg) total bilateral occlusion(as per pfs) (B)(6) 2016 (as per mr) procedure: hysterosalpingogram. Indications: who underwent an attempts essure tubal occlusion in (B)(6) 2016. She presents today for her 12th week post sterilization confirmatory hsg. During the essure placement, we were unable to place the essure coil in her right fallopian tube. I had discussed with the patient the risk and benefits of performing the hsg procedure to determine if her right fallopian tube is blocked procedure description: occlusion appeared on both right and left side concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Following new events: depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in a 31-year-old female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: depo-provera shot. Concurrent conditions included vaginal discharge since (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, psyllium hydrophilic mucilloid (metamucil), sumatriptan and vaccinium macrocarpon (cranberry). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) "). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 11 months 3 days after insertion of essure, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cyst, endometriosis, depression and anxiety outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a left sided essure placed due to possible tubal spasm versus a right sided proximal block. It was not possible to place a left sided essure. Impression/report/plan status post left tubal sterilization via essure device. She was sent over for consideration for right tubal sterilization by laparoscopy. The essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan 1. Patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus 2. Irregular menses with use of depo-provera shot, possibly related. 3. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: 1. Normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since (B)(6) 2016. 2. Fatty infiltration medial segment left hepatic lobe. 3. Abdomen pelvis CT otherwise negative. On (B)(6) 2016, the ultrasound today does show some mildly increased size of the left ovarian cyst. It previously measured 4.4 x 3.6 x 3.9 cm on the ultrasound of (B)(6) 2016 and today it measures 5.4 x 4.8 x 4.3 cm. Since the patient has chronic pelvic pain as well as dysmenorrhea and deep dyspareunia, she wants to be considered for hysterectomy rather than the tubal sterilization. Impression/report/plan: mildly increased to a tender and painful left ovarian cyst which currently measures 5.4 x 4.8 x 4.3 cm. The ultrasound features that suggest either an endometrioma or possibly a hemorrhagic corpus luteum cyst. This cyst has now been present since (B)(6) 2012. Patient also suffer from dysmenorrhea and deep dyspareunia. On (B)(6) 2016, ultrasound: result: the uterus is in mid position measuring 9.2 x 5.9 x 4.7 cm. The endometrial thickness is 0.2 cm. The cervix appears normal. There is minimal fluid in the cui de sac. The right adnexa measures 2.7 x 1.2 x 1.1 cm. The left adnexa measures 5.4 x 4.3 x 4.8 cm. Impression: 1. There is a 5.4 x 4.8 x 4.3 cm left ovarian cyst with homogeneous low level echoes and no internal doppler flow suggestive of an endometrioma or possibly a hemorrhagic luteum cyst. This cyst has shown some mild increase in size of (B)(6) 2012 when it was said to measure 4.4 x 3.6 x 3.9 cm. 2. Additional transabdominal views show a left-sided essure device in the region of the proximal left fallopian tube/uterine junction. On (B)(6) 2017, impression/report/plan: patient desires sterility, as well as suffers from dysmenorrhea and chronic pelvic pain. The patient began experiencing this after was not essure procedure in (B)(6) 2016, at which time, the left tube was able to be cannulated and essure placed, however, she the right was not able to be cannulated. Patient now experiences some left discomfort, however, she also has cyst most consistent with endometriosis, an endometrioma on the left as well. Patient does experience significant pelvic pain and dysmenorrhea is refractory to the birth control pills. Discussed with patient that it may be less invasive to address the left ovarian cyst and remove the essure device, as this may address pain issues, however, she desires to proceed with hysterectomy on (B)(6) 2017, assessment: 1. Post op day one s/p lavh, b salpingectomy 2. Pain - encouraged ambulation to encourage bowel activity. Add acetaminophen. Ok to shower. Will order cbc. 3. Dc when pain controlled. Gyn: scant vaginal discharge/spotting. Packing out this am; scant old blood. On the same day, clinic note: pain not controlled well impression/plan. 1. Post op day # 0 lavh, bilateral salpingectomy, cystoscopy. 2. Hgb pending in am. 3. Poor pain control. On (B)(6) 2017, discharge summary admission: (B)(6) 2017. Discharge diagnoses: status post laparoscopic assisted vaginal hysterectomy and cystoscopy; endometriosis. On (B)(6) 2016 hysterosalpingogram (hsg) total bilateral occlusion(as per pfs). (B)(6) 2016(as per mr) procedure: hysterosalpingogram. Indications: who underwent an attempts essure tubal occlusion in (B)(6) 2016. She presents today for her 12th week post sterilization confirmatory hsg. During the essure placement, we were unable to place the essure coil in her right fallopian tube. I had discussed with the patient the risk and benefits of performing the hsg procedure to determine if her right fallopian tube is blocked. Procedure description: occlusion appeared on both right and left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in an adult female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: depo-provera shot. Concurrent conditions included vaginal discharge since (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, psyllium hydrophilic mucilloid (metamucil), sumatriptan and vaccinium macrocarpon (cranberry). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), cyst ("cyst") and endometriosis ("endometriosis"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cyst and endometriosis outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a left sided essure placed due to possible tubal spasm versus a right sided proximal block. It was not possible to place a left sided essure. Impression/report/plan status post left tubal sterilization via essure device. She was sent over for consideration for right tubal sterilization by laparoscopy. The essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus. Irregular menses with use of depo-provera shot, possibly related. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since (B)(6) 2016. Fatty infiltration medial segment left hepatic lobe. Abdomen pelvis CT otherwise negative. On (B)(6) 2016, the ultrasound today does show some mildly increased size of the left ovarian cyst. It previously measured 4.4 x 3.6 x 3.9 cm on the ultrasound of (B)(6) 2016 and today it measures 5.4 x 4.8 x 4.3 cm. Since the patient has chronic pelvic pain as well as dysmenorrhea and deep dyspareunia, she wants to be considered for hysterectomy rather than the tubal sterilization. Impression/report/plan: mildly increased to a tender and painful left ovarian cyst which currently measures 5.4 x 4.8 x 4.3 cm. The ultrasound features that suggest either an endometrioma or possibly a hemorrhagic corpus luteum cyst. This cyst has now been present since (B)(6) 2012. Patient also suffer from dysmenorrhea and deep dyspareunia. On (B)(6) 2016, ultrasound: result: the uterus is in mid position measuring 9.2 x 5.9 x 4.7 cm. The endometrial thickness is 0.2 cm. The cervix appears normal. There is minimal fluid in the cui de sac. The right adnexa measures 2.7 x 1.2 x 1.1 cm. The left adnexa measures 5.4 x 4.3 x 4.8 cm. Impression: there is a 5.4 x 4.8 x 4.3 cm left ovarian cyst with homogeneous low level echoes and no internal doppler flow suggestive of an endometrioma or possibly a hemorrhagic luteum cyst. This cyst has shown some mild increase in size of (B)(6) 2012 when it was said to measure 4.4 x 3.6 x 3.9 cm. Additional transabdominal views show a left-sided essure device in the region of the proximal left fallopian tube/uterine junction. On (B)(6) 2017, impression/report/plan: patient desires sterility, as well as suffers from dysmenorrhea and chronic pelvic pain. The patient began experiencing this after was not essure procedure in (B)(6) 2016, at which time, the left tube was able to be cannulated and essure placed, however, she the right was not able to be cannulated. Patient now experiences some left discomfort, however, she also has cyst most consistent with endometriosis, an endometrioma on the left as well. Patient does experience significant pelvic pain and dysmenorrhea is refractory to the birth control pills. Discussed with patient that it may be less invasive to address the left ovarian cyst and remove the essure device, as this may address pain issues, however, she desires to proceed with hysterectomy on (B)(6) 2017, assessment: post op day one s/p lavh, b salpingectomy pain - encouraged ambulation to encourage bowel activity. Add acetaminophen. Ok to shower. Will order cbc. Dc when pain controlled. Gyn: scant vaginal discharge/spotting. Packing out this am; scant old blood. On the same day, clinic note: pain not controlled well impression/plan post op day # 0 lavh, bilateral salpingectomy, cystoscopy. Hgb pending in am. Poor pain control. On (B)(6) 2017, discharge summary admission: (B)(6) 2017 discharge diagnoses: status post laparoscopic assisted vaginal hysterectomy and cystoscopy; endometriosis on 25oct2016 hysterosalpingogram (hsg) total bilateral occlusion(as per pfs). (B)(6) 2016(as per mr) procedure: hysterosalpingogram. Indications: who underwent an attempts essure tubal occlusion in (B)(6) of 2016. She presents today for her 12th week post sterilization confirmatory hsg. During the essure placement, we were unable to place the essure coil in her right fallopian tube. I had discussed with the patient the risk and benefits of performing the hsg procedure to determine if her right fallopian tube is blocked. Procedure description: occlusion appeared on both right and left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient details, historical condition, historical drug, concomitant disease, concomitant drug, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), cyst, endometriosis and abdominal pain were added as events. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 30-year-old female patient who had essure (batch no: b53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: ethinyl estradiol from on (B)(6) 2015 to on (B)(6) 2016 and depo-provera shot. Concurrent conditions included vaginal discharge since on (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, paracetamol (acetaminophen), psyllium hydrophilic mucilloid, sumatriptan and vaccinium macrocarpon (cranberry). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, cyst, endometriosis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a left sided essure placed due to possible tubal spasm versus a right sided proximal block. It was not possible to place a left sided essure. Impression/report/plan status post left tubal sterilization via essure device. She was sent over for consideration for right tubal sterilization by laparoscopy. The essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan. 1. Patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus. 2. Irregular menses with use of depo-provera shot, possibly related. 3. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis. Findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: 1. Normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since on (B)(6) 2016. 2. Fatty infiltration medial segment left hepatic lobe 3. Abdomen pelvis CT otherwise negative. On (B)(6) 2016, the ultrasound today does show some mildly increased size of the left ovarian cyst. It previously measured 4.4 x 3.6 x 3.9 cm on the ultrasound on (B)(6) 2016 and today it measures 5.4 x 4.8 x 4.3 cm. Since the patient has chronic pelvic pain as well as dysmenorrhea and deep dyspareunia, she wants to be considered for hysterectomy rather than the tubal sterilization. Impression/report/plan: mildly increased to a tender and painful left ovarian cyst which currently measures 5.4 x 4.8 x 4.3 cm. The ultrasound features that suggest either an endometrioma or possibly a hemorrhagic corpus luteum cyst. This cyst has now been present since on (B)(6) 2012. Patient also suffer from dysmenorrhea and deep dyspareunia. On (B)(6) 2016, ultrasound: result: the uterus is in mid position measuring 9.2 x 5.9 x 4.7 cm. The endometrial thickness is 0.2 cm. The cervix appears normal. There is minimal fluid in the cui de sac. The right adnexa measures 2.7 x 1.2 x 1.1 cm. The left adnexa measures 5.4 x 4.3 x 4.8 cm. Impression: 1. There is a 5.4 x 4.8 x 4.3 cm left ovarian cyst with homogeneous low level echoes and no internal doppler flow suggestive of an endometrioma or possibly a hemorrhagic luteum cyst. This cyst has shown some mild increase in size on (B)(6) 2012 when it was said to measure 4.4 x 3.6 x 3.9 cm. 2. Additional transabdominal views show a left-sided essure device in the region of the proximal left fallopian tube/uterine junction. On (B)(6) 2017, impression/report/plan: patient desires sterility, as well as suffers from dysmenorrhea and chronic pelvic pain. The patient began experiencing this after was not essure procedure on (B)(6) 2016, at which time, the left tube was able to be cannulated and essure placed, however, she the right was not able to be cannulated. Patient now experiences some left discomfort, however, she also has cyst most consistent with endometriosis, an endometrioma on the left as well. Patient does experience significant pelvic pain and dysmenorrhea is refractory to the birth control pills. Discussed with patient that it may be less invasive to address the left ovarian cyst and remove the essure device, as this may address pain issues, however, she desires to proceed with hysterectomy on (B)(6) 2017, assessment: 1. Post op day one s/p lavh, b salpingectomy. 2. Pain - encouraged ambulation to encourage bowel activity. Add acetaminophen. Ok to shower. Will order cbc. 3. Dc when pain controlled. Gyn: scant vaginal discharge/spotting. Packing out this am; scant old blood. On the same day, clinic note: pain not controlled well impression/plan. 1. Post op day # 0 lavh, bilateral salpingectomy, cystoscopy. 2. Hgb pending in am. 3. Poor pain control. On (B)(6) 2017, discharge summary: admission: on (B)(6) 2017. Discharge diagnoses: status post laparoscopic assisted vaginal hysterectomy and cystoscopy; endometriosis. On (B)(6) 2016: hysterosalpingogram (hsg). Total bilateral occlusion(as per pfs). On (B)(6) 2016 (as per mr). Procedure: hysterosalpingogram. Indications: who underwent an attempts essure tubal occlusion on (B)(6) 2016. She presents today for her 12th week post sterilization confirmatory hsg. During the essure placement, we were unable to place the essure coil in her right fallopian tube. I had discussed with the patient the risk and benefits of performing the hsg procedure to determine if her right fallopian tube is blocked. Procedure description: occlusion appeared on both right and left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for pelvic pain, vaginal bleeding & menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 30-year-old female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: ethinyl estradiol from may 2015 to june 2016 and depo-provera shot. Concurrent conditions included vaginal discharge since (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, paracetamol (acetaminophen), psyllium hydrophilic mucilloid, sumatriptan and vaccinium macrocarpon (cranberry). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, cyst, endometriosis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. *on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan 1. Patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus 2. Irregular menses with use of depo-provera shot, possibly related. 3. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: 1. Normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since (B)(6) 2016 2. Fatty infiltration medial segment left hepatic lobe 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Lot number: b53028 manufacturing date: 2013/07 expiration date: 2016/07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 30-year-old female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: ethinyl estradiol from (B)(6) 2015 to (B)(6) 2016 and depo-provera shot. Concurrent conditions included vaginal discharge since (B)(6) 2017. Concomitant products included calcium, ibuprofen, naproxen sodium, paracetamol (acetaminophen), psyllium hydrophilic mucilloid, sumatriptan and vaccinium macrocarpon (cranberry). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, cyst, endometriosis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a left sided essure placed due to possible tubal spasm versus a right sided proximal block. It was not possible to place a left sided essure. Impression/report/plan status post left tubal sterilization via essure device. She was sent over for consideration for right tubal sterilization by laparoscopy. The essure device was placed without difficulty in the left ostium with 4 coils present attempt to place the right essure occlusion device was performed using numerous techniques including medication, adjusting the scope, attempting a new coil introducer and awaiting tubal spasm to resolve. Removal details finding: normal uterus, normal tubes, normal ovaries, left uterosacral ligament with peritoneal implants consistent with endometriosis on cystoscopy, intact bladder integrity with brisk ureteral jets bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2017, hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube). On (B)(6) 2015, impression/report/plan 1. Patient was sent for pelvic ultrasound today to determine any abnormalities with her uterus 2. Irregular menses with use of depo-provera shot, possibly related. 3. Patient declines gonorrhea and chlamydia testing today. Does not have any signs of infections on examination will review running a urinalysis, gonorrhea and chlamydia, cbc after ultrasound result have been returned to us. Patient also given a prescription for nicotine lozenges to aid her in smoking cessation. Signs of infections on examination will review. On (B)(6) 2016, CT abdomen pelvis findings: CT of the abdomen and pelvis with oral and IV contrast material shows a normal appendix in the right lower quadrant. There is a peripherally enhancing crenulated cyst right ovary, this may represent a small corpus luteum. Impression: 1. Normal appendix. Peripherally enhancing crenulated cyst right ovary may represent a small corpus luteum. P.o. Hysterectomy new since (B)(6) 2016 2. Fatty infiltration medial segment left hepatic lobe 3. Abdomen pelvis CT otherwise negative on (B)(6) 2016, the ultrasound today does show some mildly increased size of the left ovarian cyst. It previously measured 4.4 x 3.6 x 3.9 cm on the ultrasound of (B)(6) 2016 and today it measures 5.4 x 4.8 x 4.3 cm. Since the patient has chronic pelvic pain as well as dysmenorrhea and deep dyspareunia, she wants to be considered for hysterectomy rather than the tubal sterilization. Impression/report/plan: mildly increased to a tender and painful left ovarian cyst which currently measures 5.4 x 4.8 x 4.3 cm. The ultrasound features that suggest either an endometrioma or possibly a hemorrhagic corpus luteum cyst. This cyst has now been present since (B)(6) 2012. Patient also suffer from dysmenorrhea and deep dyspareunia. On (B)(6) 2016, ultrasound: result: the uterus is in mid position measuring 9.2 x 5.9 x 4.7 cm. The endometrial thickness is 0.2 cm. The cervix appears normal. There is minimal fluid in the cui de sac. The right adnexa measures 2.7 x 1.2 x 1.1 cm. The left adnexa measures 5.4 x 4.3 x 4.8 cm. Impression: 1. There is a 5.4 x 4.8 x 4.3 cm left ovarian cyst with homogeneous low level echoes and no internal doppler flow suggestive of an endometrioma or possibly a hemorrhagic luteum cyst. This cyst has shown some mild increase in size of (B)(6) 2012 when it was said to measure 4.4 x 3.6 x 3.9 cm. 2. Additional transabdominal views show a left-sided essure device in the region of the proximal left fallopian tube/uterine junction. On (B)(6) 2017, impression/report/plan: patient desires sterility, as well as suffers from dysmenorrhea and chronic pelvic pain. The patient began experiencing this after was not essure procedure in (B)(6) 2016, at which time, the left tube was able to be cannulated and essure placed, however, she the right was not able to be cannulated. Patient now experiences some left discomfort, however, she also has cyst most consistent with endometriosis, an endometrioma on the left as well. Patient does experience significant pelvic pain and dysmenorrhea is refractory to the birth control pills. Discussed with patient that it may be less invasive to address the left ovarian cyst and remove the essure device, as this may address pain issues, however, she desires to proceed with hysterectomy on (B)(6) 2017, assessment: 1. Post op day one s/p lavh, b salpingectomy 2. Pain - encouraged ambulation to encourage bowel activity. Add acetaminophen. Ok to shower. Will order cbc 3. Dc when pain controlled. Gyn: scant vaginal discharge/spotting. Packing out this am; scant old blood. On the same day, clinic note: pain not controlled well impression/plan 1. Post op day # 0 lavh, bilateral salpingectomy, cystoscopy. 2. Hgb pending in am 3. Poor pain control. On (B)(6) 2017, discharge summary admission: (B)(6) 2017 discharge diagnoses: status post laparoscopic assisted vaginal hysterectomy and cystoscopy; endometriosis. On (B)(6) 2016 hysterosalpingogram (hsg) total bilateral occlusion(as per pfs). (B)(6) 2016(as per mr) procedure: hysterosalpingogram. Indications: who underwent an attempts essure tubal occlusion in (B)(6) of 2016. She presents today for her 12th week post sterilization confirmatory hsg. During the essure placement, we were unable to place the essure coil in her right fallopian tube. I had discussed with the patient the risk and benefits of performing the hsg procedure to determine if her right fallopian tube is blocked. Procedure description: occlusion appeared on both right and left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and endometriosis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for pelvic pain, vaginal bleeding & menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy and lysis of adhesion). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.